Event description:
Snaps break on the gowns requiring a change to another gown or using tape to hold the gown together. The gowns are not impervious, therefore the strike-through is great. This exposes the employee to biohazardous products. This also increases the risks to the pt for infections.